Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient status post total knee replacement had vena cava filter deployed beneath the lowest renal vein. There were no complications. Approximately four years post filter deployment, a computed tomography scan of the abdomen demonstrated the filter tilted 14 degrees with its tip contacting the anterior wall of the inferior vena cava (ivc). One limb of the filter extended beyond the wall of the ivc, contacting the anterior surface of the l1 vertebral body with the tip located 3.4 mm posterior to the wall of the ivc. There was no hematoma or fluid surrounding the ivc, no focal narrowing of the ivc and no strut detachment identified. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical record review, the investigation can be confirmed for tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2016); (03/2013). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient because of a total knee arthroplasty and after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the filter struts have perforated into the vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient status post total knee replacement had vena cava filter deployed beneath the lowest renal vein. There were no complications. Approximately four years post filter deployment, a computed tomography scan of the abdomen demonstrated the filter tilted 14 degrees with its tip contacting the anterior wall of the inferior vena cava (ivc). One limb of the filter extended beyond the wall of the ivc, contacting the anterior surface of the l1 vertebral body with the tip located 3.4 mm posterior to the wall of the ivc. There was no hematoma or fluid surrounding the ivc, no focal narrowing of the ivc and no strut detachment identified. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years post filter deployment, a CT scan of the abdomen demonstrated the filter tilted 14 degrees with its tip contacting the anterior wall of the inferior vena cava (ivc). One limb of the filter extended beyond the wall of the ivc, contacting the anterior surface of the l1 vertebral body with the tip located 3.4 mm posterior to the wall of the ivc. Therefore, based on the medical record review, the investigation is inconclusive for tilt. Additionally, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2016); device manufacture date (03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient because of a total knee arthroplasty and after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the filter struts have perforated into the vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.